Event description:
It was reported that within one week post implant, the atrial lead had dislodged. The physician attempted to reposition the lead but once repositioned, threshold was high. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies found. However, it was noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.